Manufacturer narrative:
Damage to the active electrode, which might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact to the head might have weakened the fixation of the implant, consequently leading to electrode mobility overtime. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The patient suffered from a trauma. Reportedly, the user was still responding to sounds and voices. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered from a trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However as per new information received, new measurements show only 2 channels with high impedance, and the patient is responding to sounds and voices very well. There are no plans to explant the patient at this time.

Event description:
The patient suffered from a trauma. The patient will be followed up by the clinic.